Event description:
A talent captivia thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm in diameter thoracic aortic aneurysm as well as a descending thoracic aortic dissection and a previous open repair of the ascending aorta. The aortic diameter proximal to the taa was 26 mm (due to the elephant trunk) and above the celiac artery was 36 mm. After debranching the innominate artery, a 26 mm elephant trunk surgical graft was placed to effective move the innominate artery to be more proximal. With the chest open, a 34x34 talent captivia freeflo and a 38x34 talent captivia closed web stent graft were placed in an antegrade approach backwards into the aorta. The proximal stent graft was about 4 cm distal to the innominate artery. The implant procedure was completed. The following day a medtronic freestyle tissue heart valve was placed. At the patient's one month follow up appointment it was noted that there is a proximal type I endoleak. An intervention with a 36mm short captivia device is planned for a later date/not scheduled yet. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection, endoleak); patient's condition -- predisposed event (pre-operative dissection); unapproved use of device (use of device to treat a pre-operative dissection). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (pre-operative dissection); user error contributed to event (use of device to treat a pre-operative dissection).